Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference# 3006705815-2019-04035. It was reported the patient experienced ineffective stimulation due to lead migration. During the procedure, the physician attempted to re-position the leads but was unable due to scar tissue. As a result, the physician explanted both leads and the procedure was abandoned (1627487-2019-11734).